Manufacturer narrative:
During service visit, the beckman coulter field service engineer (fse) found vacuum valve for reagent probe a failed, reagent mixer paddle bent and wash cup had only 2 streams. Fse replaced both reagent probes and collar wash vacuum valve to resolve the issues. Quality control was within range. Instrument resumed operation. (B)(4).

Event description:
The customer reported quality control level 1 was out of range and noticed a contained 10 ml of fluid leak from reagent probe a on their unicel dxc 800 pro synchron clinical chemistry system. The operator wore gloves and a lab coat while troubleshooting. There was no personnel contact with the material. No erroneous results were generated.